Manufacturer narrative:
One device was returned for analysis of complaint that the pump alarmed cassette not attached. Log events were reviewed and there were no errors related to the complaint. There were no services previously reported. Visual and functional testing was performed. During verification testing a fault was detected. Device would not read the cassette on the downstream test. The complaint was confirmed. Flex circuit was replaced. The dso sensor was also damaged and was replaced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed cassette not attached properly. Per reporter, the event occurred during testing. There was no patient involvment.